Event description:
Distal perforation to the dominant circumflex artery during ptca with stent placement. Attempts to tamponade the perforation with balloon inflation, gel foam and dstat flowable was unsuccessful. Pt expired.